Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, after intraocular lens implantation surgery, the patient was having difficulty in reading stop signs due to blurred vision. Hence the lens was explanted and replaced with non-company lens in a secondary procedure. The clinical reason for explant was other subjective visual disturbance. Additional information has been requested but no information is available at the time of this report.